Event description:
It was reported that during implant of the right ventricular (rv) lead, there were multiple mappings of the rv lead, measuring impedance and threshold. It was also reported that when the rv lead was connected to the device, r-wave was within normal range and at the end of the procedure, had declined but with the same impedance and threshold. It was further reported that the next day, r-wave further declined. Therefore, a rv lead revision was performed. It was later reported that the physician was not happy with the patient having to go through a lead revision and has had this happen before with this lead technology. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.